Event description:
Event: (cc# 97-00914) the iab leaked. This wal the only info at the time of the report. On 1/30/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported - 8/6/1997. [Pt's current status]: unk-rpt'd 8/6/1997.